Manufacturer narrative:
Device evaluation: x-ray demonstrated moderate calcification on all three leaflets, wireform intact, and commissure 1 bent. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 on the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 3 on the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and moderate at the outflow aspect. Host tissue fused leaflets 1 and 2 by 4mm near commissure 2, and leaflets 2 and 3 by 3mm near commissure 3 at the outflow aspect. Host tissue and calcification restricted leaflet mobility and led to stenosis. As received, leaflet 3 was in the open position, however was able to close when probed. The wireform was exposed at the inflow aspect near commissure 3. Customer reported of calcification and stenosis was confirmed. Report of regurgitation could not be confirmed through visual observations. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the cause of the event cannot be conclusively determined; however, patient factors may have contributed to the event.

Event description:
Edwards received additional information that the patient outcome was positive, post-operatively.

Manufacturer narrative:
The device was returned to edwards for evaluation. The device evaluation is anticipated, but has not yet begun. A supplemental report will be submitted upon completion. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received notification that this 27 mm pericardial mitral valve was explanted after an implant duration of 4 (four) years and 1 (one) month from due to calcification leading to severe stenosis (peak gradient 25 mmhg, mean gradient 14 mmhg, eoa 1.2 cm2) and minimal regurgitation. As reported, the leaflets were not heavily calcified and they were quite mobile, the patient was symptomless, but at tee it was observed significant increase of gradient. Per the tee report received, there was calcification and leaflets hypomobility with severe stenosis and minimum regurgitation. The explanted valve was replaced with a mechanical valve and was returned for evaluation.